Event description:
Medtronic received information that following the deployment of this transcatheter bioprosthetic valve, the patient experienced st elevation and hypotension. An echocardiogram ruled out pericardial effusion. An angiogram showed due to reduced flow in the right coronary artery (rca). After a drug-eluting stent was placed in the ostial rca, intravascular ultrasound showed distal rca disease in addition to material obstructing the stent. Additional drug-eluting stents were placed in the mid rca and proximal rca to secure the vessel and resolve the st elevation and hypotension. The physician suspected that native leaflet tissue, and not the valve, was obstructing the rca post-deployment of the valve. No subsequent adverse patient effects were reported.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. (B)(4).

Manufacturer narrative:
Conclusion: hypotension is a known potential adverse effect per the corevalve instructions for use. It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. A myocardial infarction is a known potential adverse effect per the corevalve instructions for use. The observed ischemia and infarction was due to the reported pre-existing distal disease / obstruction. A definitive relationship between the device and the myocardial infarction could not be established with the limited information available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.